Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in nagaoka, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an air leak from an electronic gas blender. It is unclear whether the leak is coming from the o2 or air hose. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative in charge, it was learned that no repair activity was done on site since the leak was identified as a gas leak from the gas hose by the distributor's representative. A replacement hose for the equipment will be shipped in order to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.